Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a replacement pump, and a button alarm occurred as soon as the pump was turned on. Reportedly, the customer was not laying on the pump and there was nothing pressing on the wake button. Customer had not started insulin therapy; therefore, there was no adverse impact.